Event description:
During a hemorrhoidectomy procedure, device cut but did not staple correctly. Staple protruded and remained in the mainbody of the device. Case was completed by additional suturing. No pt consequence.